Manufacturer narrative:
Vyaire identification number: (B)(4). It was suspected by the technician that the problem was likely due to the proportion valve on the oxygen side. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the monsoon iii basic is not reaching the set oxygen concentration. Patient involvement is unknown as of this time.